Manufacturer narrative:
This product is registered as a combination product. UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced twelve inappropriate shocks from the implantable defibrillator system and presented to the emergency room. Upon examination, it was determined that the inappropriate shock was caused by high amplitude of right ventricular lead noise. It was suspected that the lead was fractured. On (B)(6) 2020, the right ventricular lead was capped and replaced successfully. The patient was reported to be recovering from the procedure.